Event description:
Md at bedside to place central line. Md inserted needle and positioned device, but could not advance the guidewire. Opened two more of the same central line kits, and tried both, but still couldn't advance the guidewire. Patient coded. Pulmonary md at bedside and placed a chest tube for the pneumothorax that developed. Central line was ultimately placed on fourth try. Md felt the devices were defective. Staff did not save the devices or the packaging. All kits on the unit's shelf are made by arrow, but are from 4 different lot numbers. Follow up reveals that the physician's complaint was that the guidewire wouldn't advance. He said that he had no difficulty inserting the line and getting it into position, but when he tried to advance the guidewire on the devices, he said it was as if they were "stuck" and wouldn't go in. It wasn't that he met resistance so much as it was that they just wouldn't budge. There were no obvious defects that he or the other staff present could see. This physician has put in these types of lines before and felt confident in performing the procedure.